Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to clinic. Upon interrogation, the device was found to be in reset. It noted that the patient previously presented twice to the clinic with device reset. The device was explanted.

Manufacturer narrative:
Upon receipt, the device was not in reset and field records indicated that the device was reprogrammed in the field prior to its return. Due to the reprogramming of the device, there was no sufficient information available to determine the cause of the reset. The device was tested using automated test equipment and no anomalies were found.